Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mdm and head removed, replaced with constrained liner.

Manufacturer narrative:
N event regarding dislocation involving an mdm liner was reported. The event was confirmed through clinician review of the provided x-ray. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review:a review of the provided medical records by a clinical consultant stated the following comment: regarding pi 2079802, event description "mdm and head removed, replaced with constrained liner" this is a 76 y/o male whose height and weight are not listed. Date of implant (B)(6) 2019, date of explant (B)(6) 2019. 1 x-ray dated (B)(6) 2019 ap of pelvis with dislocated left tha with proximal femoral replacement, distal femur not visualized, right tha reduced and nominal. No clinical or pmh, no operative reports, no serial x-rays, no examination of explanted components. Insufficient data to create a report." -product history review: indicated all devices were manufactured and accepted into final stock on 19 december 2018 with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mdm and head removed, replaced with constrained liner. Update: reason for revision: dislocation.